Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient admitted for diabetic ketoacidosis had over infusion of myxredlin - insulin regular (100mg/100ml). The infusion was started at 1506 at a rate of 4.6ml/hour with a total volume to be infused of 100ml. At 1550, it was discovered that the entire 100ml had infused in 44 minutes. Following the event, the patient required additional lab testing, monitoring and medications administration.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, additional information : device eval by manufacturer? , reason code for no evaluation, if other specify, imdrf annex a,g,b,c and d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a patient admitted for diabetic ketoacidosis had over infusion of myxredlin - insulin regular (100mg/100ml). The infusion was started at 1506 at a rate of 4.6ml/hour with a total volume to be infused of 100ml. At 1550, it was discovered that the entire 100ml had infused in 44 minutes. Following the event, the patient required additional lab testing, monitoring and medications administration.